Event description:
Physician was adjusting armboard on the left side of the or table with the patient's arm strapped on. The arm board dropped off the side of the bed. Patient was under general anesthesia. Patient was examined after surgery without complaints.